Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated issues with the sensing function and p/r wave amplitude missing/invalid. P/r waves were not sensed prior to manual guided restore (mgr). P/r wave amplitude data became available after mgr on (B)(6) 2017.

Event description:
It was reported that the implantable pulse generator (ipg) had no sensing during an in office test. Reprogramming was tried but the device was still not sensing. Additional information received indicated that a successful manual guided reset was performed. The device is still in use. No patient complications have been reported as a result of this event.